Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the ventricular septum was found to be missing.

Event description:
This report is to advise of an event observed during analysis.